Event description:
During basilar tip aneurysm coiling procedure the physician was using the endovascular embolization coil and one hydrocoil did not release correctly. The physician had to retrieve the coil as it was not deployed correctly into the aneurysm. Procedure complicated by intra-operative aneurysm rupture and left pca thrombus, successfully managed by stent placement and intraarterial integrilin. The physician did not believe the problem with the coil contributed to the rupture of the aneurysm.